Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos) post pace. Reprogramming to unipolar eliminated the twos, yet it was decided that the patient would not be paced. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 407645 implantable pacing lead (B)(6) 2007. (B)(4).